Event description:
It was reported that during angioplasty of an upper arm graft, after the first inflation, the pta balloon would not deflate. The balloon was able to be partially deflated and was then eased into the 6f sheath. Upon retraction, the device became lodged within the sheath. The pta balloon dilatation catheter and sheath were removed together as one unit and access was maintained with the guidewire. Upon removal from the pt, the pta balloon was found to be partially detached from the sheat and the balloon was found to be partially detached from the shaft at the proximal end of the balloon. A new sheath was advanced over the guidewire and another pta balloon dilatation catheter was used to complete the procedure. There was no report of injury to the pt.

Manufacturer narrative:
The lot number was not provided. To date, the device has not yet been returned to the MFR. The investigation is currently underway.